Manufacturer narrative:
A medtronic representative went to site to troubleshoot issue. It was found the system loses power within 3 minutes when unplugged from wall. Replacement batteries were ordered and replaced. A system check was completed and passed all testing. The system was put back into use. Parts were sent back to the manufacturer for evaluation. Analysis confirmed, battery does not hold a charge. Battery was installed in a known good ups unit and charged for more than 6 hours. After the charge period, battery was tested in the ups. Battery was unable to power on the ups to a standby state. This is a depleted batter that will not accept a charge. Battery fails ups test. Failure mechanism: battery wont hold charge. No further issues reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative called and stated the imaging system is not holding charge. There was no patient present when this issue was identified.